Event description:
Caller alleged discrepant results on the inratio meter compared to the lab for one pt. Results as follows: date: (B)(6) 2012, inratio: 7.1, lab: 1.1. Test were done back to back. Venous sample was sent to the lab. Pt's therapeutic range: 2-3. Pt recently started coumadin on (B)(6) 2012 due to a joint replacement. Pt was discharged from the hospital on (B)(6) 2012.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 7.1, lab: 1.1, mean: 4.1, confident limit: (2.3 - 5.7), result: fail. Reported results are outside of determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. User reported pt on antibiotic and painkiller medication at the time of testing. Per product insert, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants." Unable to determine if this may be root cause. No product associated with the complaint is expected for return. In-house therapeutic donor testing was performed on reported lot 281267. Results as follows: donor: 1, inratio results: (3.0, 2.9, 3.5), reference: 3.46, bias threshold: (2.46 - 4.46), %cv: 10.26. Donor: 2, inratio results: (1.7, 1.7, 1.8), reference: 1.58, bias threshold: (1.08 - 2.08), %cv: 3.33. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. (B)(4). This issue will continue to be tracked and trended. No corrective action is required at this time as no product deficiency was established.